Event description:
Philips received a complaint on the heartstart xl device indicating that an electrode error appears during testing.

Manufacturer narrative:
The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31 december 2013. All options associated with this defibrillator were discontinued as of 31 december 2013. The end of support date for the device is 31 december 2018. The device remains at the customer site, and no further evaluation is warranted at this time.